Event description:
(B)(4). Same case as MDR ID: 2134265-2013-03937, 2134265-2013-03938. It was reported that during percutaneous coronary intervention procedure, stent under deployment occurred. In (B)(6) 2013, the subject presented with stable angina and silent ischemia. The subject was referred for cardiac catheterization. During index procedure, a luge wire was advanced across the mid right coronary artery and distal right coronary artery lesions into a posterolateral branch. The wire had to be reshaped as it was difficult to negotiate the vessel tortuosity. Pre-dilatation was performed using a 2.75 x 12 mm emerge balloon catheter which was inflated first in the distal right coronary artery at 12 atmospheres and then in the mid right coronary artery on a 3 occasions up to 14 atmospheres. Follow up angiogram demonstrated less than 50% residual stenosis. Distal right coronary artery was attempted to treat with a 3 x 20 mm study stent which was unsuccessful. While attempting this, position of the wire and of the guide catheter was lost. Angiogram demonstrated very sluggish flow down from the right coronary artery, which could have been due to possible dissection. The catheter was then quickly exchanged to a less aggressive fr 4 guide catheter and follow-up angiogram revealed some acute occlusion of the vessel at the distal lesion. This was treated with integrilin. The luge wire was then advanced, but could not cross this distal lesion which was exchanged for a non-bsc guide wire. This time the lesion was successfully crossed and flow re-established. The patient did not complain of chest discomfort, although some st depression was noted on the monitor which resolved promptly. The distal right coronary stent was then treated with placement of a 3 x 12 mm study stent. Mid right coronary artery was treated with placement of 3.5 x 20 mm study stent and post dilatation was performed. Follow up angiogram demonstrated under deployment of the mid right coronary study stent. This was treated with balloon inflation using a 4 x 12 mm nc apex balloon with 0% residual stenosis. Follow-up angiogram revealed timi-3 flow, no thrombus, and no dissection. On the next day, the subject was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).